Manufacturer narrative:
Based on the information available, no conclusions can be made. The information obtained is limited to the article, as no additional information was provided upon request. There is no information in the article to indicate potential direct or indirect cause of any postoperative complication related to the mesh device. Seroma formation is a known complication of surgery and is identified in the instructions-for-use, supplied with the device, as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided as an estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "nonfixation of mesh in laparoscopic totally extraperitoneal inguinal hernia repair: a propensity score matched analysis". The purpose of this study was to analyze the outcomes of a fixated mesh laparoscopic totally extraperitoneal peritoneal (tep) inguinal hernia repair technique with a non-fixated mesh tep technique. The article noted that the mesh fixated group utilized mainly either a bard/bd 3dmax light mesh or a non-bard/bd mesh and that these procedures occurred between april 2014 through may 2016. This study group included 195 patients with 59 procedures being bilateral repairs. In the fixation group, the mesh was fixed to the cooper's ligament and anterior abdominal wall with 4 to7 tacks of a non bard/bd tacker device. Post operative complications associated with the fixated mesh study group were listed as: post operative inguinal pain (21), scrotal edema (8) seroma (27), chronic pain (3), and ¿undefined perceptual abnormality¿ (2). The journal article does not provide analysis related to the different mesh devices used within the fixation group patients, or analysis on the potential direct or indirect cause of any postoperative complication related to the mesh device. Per the journal article the hernia repairs in the non-fixated mesh group utilized a non-bard/bd mesh.